Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer also reported that the insulin pump alarmed watchdog timeout. Customer cannot recall blood glucose reading. Troubleshoot was performed.the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer stated there was no physical damage on the insulin pump. Customer also reported physical damage on the insulin pump and watchdog timeout. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis

Manufacturer narrative:
Pump had blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to blank display. No vibration anomaly noted. No moisture damage on motor noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, cracked reservoir tube window and missing end cap sticker.